Event description:
It was reported that the right ventricular (rv) threshold of the cardiac resynchronization therapy defibrillator crt-d) system had risen significantly in october, from 1.7 v to 4.0-5.0 v. The rv output was programmed to trend 4.0 v at 0.4 ms. The threshold was intermittently at 4.0 v and the presenting electrogram demonstrated likely rv loss of capture. It was planned to bring the patient to the clinic for evaluation. The rv lead remains in service and no adverse patient effects were reported.